Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 560 mg/dl with an unknown cause. The customer went to the emergency room (ER) where IV fluids, insulin drip were administered to address the high bg. A chest x-ray was also performed. The customer left the ER with a headache but in fair condition and a bg of 279 mg/dl.